Event description:
A customer reported thin needle counter plastic material. A surgical technician got stabbed with a needle after placing the needle and closing the lid of a needle counter.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).